Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.